Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 9 months. The device was turned off but was not explanted. The patient reportedly had not been taking the prescribed coumadin for an unspecified period of time. A correlation between the device and the reported thrombosis could not be conclusively determined. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had been exhibiting elevated lactate dehydrogenase levels, weight gain and shortness of breath. The patient was treated with heparin and diuretics. It was also reported that the patient had been non-compliant with medication and had undergone an unspecified period of time without coumadin. It was reported that the lvad was turned off on (B)(6) 2015 due to pump thrombosis. The pump was not explanted. The patient is currently in home hospice and no autopsy will be performed if the patient condition declines. The patient is reportedly "holding their own." No additional information was provided.